Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed although the complained device is still implanted. The visual investigation of the x-rays provided confirmed the reported event. Based on the provided x-rays and case details, a medical assessment was performed by a health care professional. The medical assessment confirmed that the breakage of the screw was caused by overloading. Based on the performed evaluation, there were no indications for any systematic, design, material or manufacturing related issue. Device still implanted in patient.

Event description:
The hospital reported that three screws in the proximal fragment had been broken.

Event description:
The hospital reported that three screws in the proximal fragment had been broken.